Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level as well as high blood glucose level. The customer's blood glucose value was 22 mg/dl at the time of the incident. The customer¿s current blood glucose level was 183 mg/dl. Low blood glucose level of the customer was treated with the sugar and food. The customer was assisted with the troubleshooting. Other relevant blood glucose level of the customer was 25 mg/dl, 40 mg/dl, 160 mg/dl, 48 mg/dl, 176 mg/dl, 196 mg/dl, 348 mg/dl, 200 mg/dl. The customer¿s high blood glucose level was 400 mg/dl. High blood glucose level of the customer was treated with the insulin pump. The insulin pump will not be returned for the analysis.